Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Repeat testing on the sample after treated with a hbt (heterophile blocking tube) produced a result within the normal reference range. Subsequent testing by another methodology also produced a result within the normal reference range. It is unknown which rerun result was reported. There was no effect to the patient treatment based on the erroneously elevated result.

Manufacturer narrative:
The sample was serum. Qc was within the established ranges. Recent system check data was provided and the results met the specifications. Customer has implemented an automatic rerun for all tsh results >10.0 iu/ml before reporting results outside the laboratory. Customer indicated that the sample is available for interference testing by bci, but has not been received to date. Although a patient source interferent is considered a likely root cause, a definitive root cause for this event has not been determined to date.